Event description:
A physician reported a patient who was initially skin tested in about march 1998 and treated with an unknown formulation of product in the nasolabial folds sometime in 1999 (exact dates not known) by another physician. On 8 july 1999 the patient was examined by the reporting physician who noted a "grape sized" firmness at the left nasolabial fold. The physician diagnosed hypersensitivity, and prescribed zithromax, advil and topical temovate. The physician believed the symptoms were product related.